Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to a syncopal episode and was subsequently admitted. The physician called boston scientific technical services (ts) to inquire if the patient had a home remote monitoring system that data could be obtained from. Ts reported that this device does not have a home monitoring component. The physician was going to contact the patient's following physician. Additional information was received that the device was evaluated and was normal; there were no episodes stored.